Event description:
The customer reported that she was hospitalized due to high blood glucose levels, with a reading of 400 mg/dl. The customer experienced ketones, chest pain, excessive urination and fatigue. The customer stated that she felt like she was going into diabetic ketoacidosis. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer didn't have the tubing clamp for the high pressure test. The customer did mention that cannulas were bent on several infusion sets. Advised the customer that the tubing clamp would be shipped to her. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.